Event description:
The retailer reported that the customer chose to seek assistance from a medical provider to help remove their menstrual cup. The retailer didn't receive further info or customers contact info. We managed no contact the end-user to seek additional details about the event and give other instructions.